Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient reports that they have been having a few issues with the therapy and want to know if the device needs to be replaced. The patient reports that they had it implanted because the bladder would feel like it was bursting from 100mls. The interstim helped that and they have not needed to make any changes, but since last summer or autumn, the symptoms are returning and gradually getting worse. They will go to the bathroom and then have to go again 2 mins later, this happens day and night. They feel like they constantly have to pee and the bladder feels like it will burst. The patient also reported that since implant, and even with the trial they felt random shocks down the entire leg. It used to be monthly and now its multiple times per week. The implant does not feel like it's moved at all. There have been no falls or trauma. Troubleshooting was unable to be performed as patient did not have pt programmer with them. The last time they connected with the implant was 4-5 weeks ago and do not report seeing any different screens. Reviewed which icon to look for a low internal battery. Reviewed to call with equipment and we can help them make adjustments. The patient noted that the pt programmer is taking longer to connect to the implant. They report changing the batteries and keeping the connection to the antenna clean. The patient asked if there was an app that could be used, reviewed there are no apps for personal devices, but the newer products are handsets with apps. Redirected back to patient services to continue troubleshooting. Notifying field staff of situation or request.